Manufacturer narrative:
Date of event: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. All pertinent information available to abbott medical optics has been submitted. Attempt has been made to obtain missing information; however, to date, no response has been received.

Event description:
It was reported that there was a black spot on the intraocular lens. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the complaint unit was received in the original folding carton. Visual inspection at 10x microscope magnification was performed. Loose particles were also observed on the lens surface that could be related to the handling of the unit in a non-sterile environment. After the decontamination process, the lens was inspected and no damage/defect was observed on the lens. The customer's reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.